Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted into the abdomen before (B)(6) 2022. Data was provided for investigation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.